Manufacturer narrative:
With all the available information, boston scientific concludes that the cause of the patient experiencing a possible allergic reaction and a revision procedure could not be confirmed. The devices were not returned therefore device analysis could not be done. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The device remains implanted and was not returned for analysis; therefore, a technical analysis could not be performed. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states that implant site complications such as pain, poor healing, redness, warmth, swelling or wound reopening and allergic or immune system response to implanted materials. Based on all available information, engineers are not able to confirm the root cause of the event. The devices were not returned, as such, physical analysis could not be conducted in our laboratory. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable root cause for the complaint, and the conclusion is cause not established.

Event description:
It was reported that the patient experienced discomfort, which he attributed to a possible allergic reaction at the implantable pulse generator (ipg) site of the deep brain stimulation (dbs) system, the area was red, and the patient scratched their chest. The patient underwent a procedure in which the ipg pocket was reopened and determined to be unremarkable, the ipg pocket was resutured, the patient treated with antibiotics, and the patient currently has therapy and is resting at home. The device will not be returned as it remains implanted.